Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was loose, and the pump was unable to charge without the customer maneuvering the cable into the charging port at a certain angle. Reportedly, the pump was charging more slowly as a result of this issue. Additionally, the plastic around the usb port was reported to be cracked. The customer's blood glucose level was 166 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.